Manufacturer narrative:
Additional information was received that the patient died eight days following the explant procedure and not the day of the explant procedure as was previously reported. Upon review of the supplemental medwatch submitted october 2, 2018, it was noted that the device code for the gradient increase reported had not been included and was added to this report. Updated data: corrected data: date of death (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received that after an increase of gradients was noted following implant, the valve was explanted due to paravalvular regurgitation. The patient expired due to septic shock after the valve was explanted. No autopsy was performed and the physician is uncertain if the valve contributed the death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has not been returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seventeen days following the implant of this 29mm transcatheter bioprosthetic valve, the valve was explanted for an unknown reason. A 25mm bioprosthetic surgical valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: fr995-25, serial/lot #: (B)(4), ubd: 2022-09-12, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.